Manufacturer narrative:
UDI - (B)(4). Corrective action has been initiated for the reported issue.

Event description:
It was reported that the sterile package was not fully sealed. No patient involvement or delay in a procedure was reported as a result of the event.